Manufacturer narrative:
The subject product was discarded and was not available for evaluation. A photo of the alleged dirt was provided from the customer. The photo depicts the back side of the mounting card packaging. Two reddish-brown stains can be seen on back side of the mounting card packaging. Per the visual evaluation of the photo, the origin of the stain cannot be determined. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This was the first complaint reported for the subject lot of (B)(4) units manufactured in march of 2019.

Event description:
It was reported that there was dirt on the paper (mounting card) in the capsure fixation device package. There was no patient involvement.